Event description:
Couldn't walk without crutches (mobility decreased) [mobility decreased]. Pain in knees [arthralgia]. Case description: a report was received on 02/10/2010, from an hcp regarding a (B)(6) female patient with a history of bone-on-bone rheumatoid arthritis of the knees; torn meniscus repairs and arthroscopic surgeries to postpone a knee surgery, initials (B)(6), who reported that she had pain in both knees and could not walk without crutches after starting synvisc-one. On (B)(6) 2009, an initial report was received from the patient. The patient reported the following: the patient reported that she has a history of bone-on-bone rheumatoid arthritis; torn meniscus repairs; and arthroscopic surgeries to post-pone knee surgery. The patient had previously received the 3-series synvisc in (B)(6) 2008 and (B)(6) 2009 and had no problems with those injections. The patient received injections of synvisc-one into both knees on (B)(6) 2009. According to the patient, on (B)(6) 2009, after about six hours after the synvisc-one injections, pain in both knees started to become very bad. There was no swelling, redness or warmth in either knee. She stated that she had to stay in bed till (B)(6) 2009, because she couldn't walk without crutches. The patient stated that the pain had subsided a bit but she still needed to use a walker to get around. She notified her hcp's office of her condition and was directed by the office nurse to alternate applying heat and cold on her knees which she said did help some. She also reported that she was taking 800mg ibuprofen every four to six hours around the clock to help relieve the pain. A request for additional information was sent to the patient's hcp. On 02/10/2010, additional information was received from the patient's hcp. The hcp confirmed that the patient has had a history of moderate grade osteoarthritis for several years in both knees and added that she also has a history of prior joint narrowing and osteophytes. He also reported that nsaid's, steroids and viscosupplementation, namely synvisc, have been used in the patient before. The concomitant drugs the patient was on were enbrel, aromasin, celexa, prilosec, colchicine, and fosamax. The hcp provided the lot number for the synvisc-one used in the patient, it is u0916. The physician confirmed only the adverse event of pain in both knees in the patient. According to the hcp, the event start date was (B)(6) 2009. The patient was treated with a corticosteroid (nos) for the knee pain. In the opinion of the hcp, the adverse event of knee pain in both knees was of moderate intensity, and probably related to the use of synvisc-one. Also, the outcome of the patient was recovered and the event offset date was (B)(6) 2009. On 02/17/2010, additional information was received in the form of qa results. The production and quality control documentation for lot# u0916, with expiration date 07/2012, was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# u0916, with expiration date 07/2012, was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.